Event description:
Blood was noted at pt's (patient¿s) side (line for swan-ganz is in left femoral), upon further inspection blood had backed up into cvp (central venous) port of swan. After confirming connections, attempted to flush line. Flush came out of line on patient side, like a leak from a garden hose w/ a hole. Np (nurse practitioner) notified. Pt w/ incredibly limited access, cvp port clamped, other ports utilized. Swan has been in for 2 weeks, but unable to get other access. Catheter not removed from service as other ports are still able to be used per provider.